Manufacturer narrative:
H6: investigation summary bd received 13 samples and 1 photo provided for the investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. The samples were evaluated and upon completion, no issues relating to poor barrier separation were observed. Three returned samples provided in the complaint and 1 control tube were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation, a root cause could not be determined within the scope of this evaluation. This complaint was the 1st complaint received for this lot number and the as reported defect. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "had 2 instances where we have drawn pst lithium heparin tubes and the gel has migrated to the half way point of the tube during centrifugation and has not separated the plasma and red cells. So it appears as gel, plasma and then red cells. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced poor barrier separation of sample. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "had 2 instances where we have drawn pst lithium heparin tubes and the gel has migrated to the half way point of the tube during centrifugation and has not separated the plasma and red cells. So it appears as gel, plasma and then red cells. ¿